Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: contralateral side deflation.

Event description:
Patient later reported left capsular contracture baker grade unknown.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported left side "hospitalized with an infection from the doctor", "this whole procedure has been a nightmare...this is getting really stressful" and they are "very stressed." Patient also reported they were "very weak" which is not device related. Patient later reported left capsular contracture baker grade unknown. Healthcare professional additionally reported "areola was larger." Device has been explanted, replaced, and discarded.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "infection" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "hospitalized with a infection from the doctor."

Event description:
Patient reported "hospitalized with an infection from the doctor", "this whole procedure has been a nightmare...this is getting really stressful" and they are "very stressed." Patient also reported they were "very weak"; this is not device related. Device remains implanted. This record is for the left side.